Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they hospitalized due to hyperglycemia on (B)(6) 2020. Customer's blood glucose level was 400 mg/dl to 500 mg/dl and other was 617 mg/dl. Customer declined high blood glucose troubleshooting. Customer treated with intravenous with fluids and manual injection. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.